Event description:
It was reported that the patient presented with spinal stenosis and degenerative disc disease. On (B)(6) 2005 the patient underwent alif l4-l5 and l5-s1 using rhbmp-2/acs and synthes interbody device and hardware. On (B)(6) 2005 the patient underwent posterior spinal fusion with instrumentation and laminectomy from l1-s1 along with intercostal nerve root blocks on the right t10, t11 and t12. On (B)(6) 2005- patient complains of gaseous distention post laminectomy two days ago. He is not passing any flatus or stool. He is burping. Impression: colonic ileus after laminectomy which resolved on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.